Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported air in line alarms were verified through a review of the event history log and found to be caused by an out of specification ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no patient involvement, injury, or medical intervention associated with this event. No additional information is available.